Event description:
It was reported that during an unknown procedure, there were 2 devices used, the first device and second device was scissoring, jamming and not firing properly after loading. They used a third device to complete the case with no patient consequence reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.